Event description:
It was reported that it is difficult to remove packaging paper and leaves residue on trays with a bd syringe 20ml ll tip conv pak. The following information was provided by the initial reporter: material no: 305617. Batch no: 8347844. It was reported that "when opening the trays it is difficult to remove the paper covering which leaves reside on the tray and causes an unsterile top for the preparation of sterile mixture."

Manufacturer narrative:
No samples or pictures provided to perform root cause investigation. DHR review: no findings in qns/ncmr/DHR about the lot number 8347844 were found. During the manufacture of this product, 100% visual inspection is performed before packaging the product in dispensers looking for fibers, foreign material inside the tray and syringes. During the 100% inspection no foreign material or fibers (loose or embedded) were detected by our operators. We are unable to confirm the failure mode and/or perform a proper investigation to find the root cause.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that it is difficult to remove packaging paper and leaves residue on trays with a bd syringe 20ml ll tip conv pak. The following information was provided by the initial reporter: material no: 305617, batch no: 8347844. It was reported that "when opening the trays it is difficult to remove the paper covering which leaves reside on the tray and causes an unsterile top for the preparation of sterile mixture".